Event description:
After upgrade from cardiac resynchronization therapy pacemaker (crt-p) to cardiac resynchronization therapy defibrillator (crt-d), noise was present on the pre-existing boston sci atrial lead that wasn¿t present during the upgrade procedure. An attempt was made to implant a new atrial lead. This was when an unsuccessful vein access occurred. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).